Event description:
The account generated axsym troponin-I results of 6.3 ng/ml (plasma specimen) and 6.2 ng/ml (serum specimen) on a pt. The next day, the pt tested axsym troponin-I of 5.8 ng/ml and EKG showed some q waves in lead iii and avf. A chest x-ray was performed showing chronic interstitial changes and possibly some cardiomegaly. The pt underwent a cardiac catheterization and the findings were normal. In addition, a non-abbott troponin-t assay was performed and the result was 0 (no units of measurement given). No further impact to pt management was reported.